Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800529 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic gastrectomy, the user ligated the vessel with a clip, but it remained stuck in the jaws of the applier. The user moved the applier back and forth and finally detached the clip from the jaws. Afterwards the user tried to load the applier with clips, but they were not set on the jaws properly; they did not open. Some clips fell from the applier into the patient, but they were all retrieved. After the surgery, the user tried to fire a clip as a test outside the body and found it stuck in the applier.